Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device history record was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation the specific cause of phenomenon could not be identified. However, the occurrence of the reported problem can be prevented by adhering to the instructions for use (IFU) which states the following:: ¿4.6 checking the lamp usage indicator: check the lamp usage indicator. When the ¿500 h¿ indicator on the lamp usage indicator lights up, replace the examination lamp with a new one as described in section 6.1, ¿replacement of the examination (xenon) lamp¿. 4.7 inspection of the examination light: ·confirm that the examination light is emitted from the distal end of the endoscope (see figure 4.5). When the lamp light intensity decreases even if the ¿500 h¿ indicator does not light up, replace the examination lamp with a new one as described in section 6.1, ¿replacement of the examination (xenon) lamp¿. 6.1 replacement of the examination (xenon) lamp: always use the examination lamp designated below. To order a new examination lamp, contact olympus.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Olympus technical assistance center (tac) support spoke to the customer to troubleshoot the device. Tac instructed the customer to turn of the unit and change the bulb. The customer declined further assistance due to resolving the issue. The device will not be sent in for evaluation and repair. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported the evis exera iii xenon light source display an e103 error. The event occurred during preparation for use and there was no patient harm or user injury reported due to the event.